Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) replaced the tower controller, as the failure was traced back to tower door 1 and all related latches had already been replaced. After installing the new tower controller, the fse tested the system in test mode to confirm proper operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple drawers and doors were not detected on the bus. The device initially experienced a failed tower door, and after resetting, the system reported the door and several drawers as not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.